Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of an air leak was confirmed. An assessment was performed on the device which found that the device had a hole in the hose near the muffler which was causing the air leak. It was also noted that the device would not secure the cutter, and the device failed safety assessment (runs in load position). It was determined that the locking components and pawls were damaged causing the device to fail the safety assessment and to not lock the cutter. It was determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with assembly tooling issue. It was determined that the issue with the damaged pawls and locking components was due to trying to run the device in the load position or pushing on the disconnect while the device is running. The assignable root cause of the hole in the hose was determined to be due to the manufacturing fixture/assembly tooling issue. This issue has been captured in a CAPA. The assignable root cause of the failed safety assessment and the cutter not locking in was due to damaged components caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile processing it was observed that the motor device had an air leak. The reporter stated that while the handpiece was being wiped down it began to "bubble up" during in-house engineering evaluation it was found that the device had a hole in the hose near the muffler, the device would not secure the cutter, and the device failed safety assessment (runs in load position). The event was not reported to have occurred during a surgical procedure, although it was noted that the handpiece device would have been used for treatment. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.